Event description:
Asr revision; right; resurfacing; reason for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Right. Resurfacing. Reason for revision: unknown. (B)(4). Update received: 16th july 2014 - added hospital: (B)(6) hospital, amended revision date: (B)(6) 2009, added surgeon forename initial: (B)(6) and added reason(s) for revision: alval / soft tissue reaction, pain, fluid in hip, grey stained synomium and thickened synomium. Query confirmation received 18 july 2014. Revision date amended. Reference number added.